Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected power system error alarms noted during our testing or in the format history file. The power management graph was in specifications. However, multiple unexpected failed battery test alarms and replace battery alerts due to an intermittent non-sleep anomaly software error also found corrosion in battery tube. Hardware low level failure error alarmed during self-test due to poor solder joints on the u1 of the keypad assembly. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, slightly peeled top corners of keypad overlay, cracked case on the battery tube area, cracked battery tube threads, severely faded end cap address label and missing serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 63 alarm, even during self-test. Alarm history also found a failed battery test alarm. Customer's blood glucose was 124 mg/dl. Insulin pump would need to be replaced.